Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to an electrical component problem or failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had a communication error. The event occurred during inspection for use. There were no reports of patient involvement.